Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced cardiac perforation by the right atrial (ra) lead and pericardial effusion. Pericardiocentesis was performed. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.